Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative for the customer reported via phone call that they experienced a high blood glucose level of 500 mg/dl. The customer reported having trouble with carelink and receiving the message shutting down insulin pump communication while trying to upload. The customer reported blood glucose was 206 mg/d at the time of the incident. The customer had no symptoms. The customer did treat the high blood glucose level with the insulin pump. The current blood glucose level was unknown. The customer did troubleshoot the issue. The customer declined troubleshooting for the high blood glucose level. The insulin pump will not be returned for analysis.